Event description:
It was reported that during a da vinci si surgical procedure the mega needle driver instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that both grip cables (open/close) attached to one crimp were broken at the distal end. The grip close cable was broken at the distal idler pulley, and the grip open cable was broken near the crimp. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at wrist. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.